Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia began following an insulin occlusion alert that resulted in suspension of insulin delivery for approximately 20 minutes. No infusion set change was logged following resumption of delivery after the occlusion. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure, resulting in insufficient insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event ultimately leading to diabetic ketoacidosis (dka) and hospitalization. The event occurred on 10/4/24. On 10/4/24 the user called in distressed, reporting that their bg levels had been over 500 mg/dl for three hours and that the insulin pump was not effective in bringing the levels down. The user confirmed having a secondary action plan with their healthcare provider (hcp) and stated they were advised to disconnect from the pump when experiencing prolonged high levels. They administered 26 units of fiasp in the thigh as a backup therapy and confirmed a bent cannula from the convatec inset (23", 6mm) teflon infusion set during the call. The user was instructed to wait two hours before reconnecting to the pump and to perform a full supply change afterward. On 10/8/24 a beta bionics customer care agent followed up with the user about the event. The user reported hospitalization due to dka after bg levels continued to rise following a site change. The user had called beta bionics for guidance and decided to go to the hospital when their condition did not improve. They were transported by paramedics, admitted overnight, and treated with IV fluids and saline before being released on (B)(6) 2024. The user confirmed they resumed using the ilet system after discharge.